Manufacturer narrative:
(B)(4)

Event description:
This rv lead dislodged from its placement in the intraventricular septum. It was decided to reposition the lead placement to the apex even though previously seen r waves were very small in the atrium. Lead revision was successful and the lead remains implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.